Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered some inappropriate shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr) in the ventricular fibrillation (vf) zone. The patient is in hospice and the device is going to be programmed off. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered some inappropriate shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr) in the ventricular fibrillation (vf) zone. The patient is in hospice and the device is going to be programmed off. The device remains in service. No adverse patient effects were reported.